Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both of these products were found broken in spd. They were found 3/2. They did not cause delay in any case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The 254401017 attune impaction handle associated with this report was not returned. With regard to the redesigned handle; significant changes were done to increase the robustness of the lever and prevent the lever from going to a 3 point bend which had resulted in failures of a similar design previously. The device is provided with a hard stop against the attune tibial tower and even in this condition there is room for the lever to rotate further which prevents it from going to a 3 point bend. It is speculated that the device failed during tibial preparation (when used with the tibial tower). The risk of breakage of the lever has been considered in the risk assessment. The potential harms include- soft tissue irritation/ pain/ adverse tissue reaction & surgical delay. The complaint does not indicate any patient effect or surgical delay. The attune kit contains 2 handles for improving surgical efficiency. Both handles are never used simultaneously for a procedure. It should be noted that (B)(4) was initiated on 6 february 2014 to investigate and determine the root cause of the failure and concluded the root cause as undetermined. A hhe ((B)(4)) /qrb ((B)(4)) was initiated on 06 october 2014 with a recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA-003973. The investigation could not draw any conclusions about the root cause of the current reported event without the device to examine. Based on the inability confirm the reported event or identify root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.